Event description:
Event date updated.

Manufacturer narrative:
Event date updated to 04sep24 in b tab. Investigation results: the complaint of hair in the package was confirmed and the unintended material was likely introduced during packaging. One photograph and two 20g insyte autoguard units were provided for investigation. Hair was observed across the two-unit packages. The appropriate manufacturing personnel were notified of this complaint.

Event description:
It was reported that bd insyte autoguard winged has foreign matter in packaging. The following information was provided by the initial reporter: the nurses found a hair inside two sterile packages from lot# 4123605 ref # 381523. We have been unfortunately using this lot before the tampered package was found. Please reimburse for the lot number and issue out a new box asap.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.